Manufacturer narrative:
This is a resubmission of initial MDR per request from (B)(6), FDA medwatch program. Initial MDR originally submitted on 08/16/2016. MFR report # has been corrected.

Event description:
It was reported that: "we noticed that the central catheter guide didn't slide into the needle and it curves at the output. So, there is a high risk that the guide breaks inside the patient.